Manufacturer narrative:
Expiration date - unknown due to unknown product code/lot number. UDI - unknown due to unknown product code/lot number. Implanted date: device was not implanted. Explanted date: device was not explanted. Device manufacture date - unknown due to unknown product code/lot number. PMA/510(k)- unknown due to unknown product code/lot number. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record.

Event description:
The user facility reported that the destination hub was not connected to the sheath. The hub fell on the floor when the sterile package was opened. A new terumo sheath was opened. The issue occurred during prepping. Sine the hub was not attached, it fell on the floor. There was no patient injury, medical/surgical intervention required. The case was continued with a successful turnout. It was found during prepping with the patient present. The patient's condition was stable. There was no blood loss.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned for evaluation; however, a photograph of the actual device was returned for evaluation. Therefore, the investigation was based upon the user facility information and a photograph provided by the user facility. Visual inspection of the provided image revealed that the valve assembly was unscrewed from the sheath in the package tray. No other anomalies were noted. It is likely that the valve assembly could have unscrewed from the sheath hub at an unknown time postproduction. However, with no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.